Event description:
During ivtm therapy, the thermogard xp ivtm system (s/n (B)(4) displayed mid:09 (air trap assembly) error messages. Without disassembling the console, the customer dried the air trap hole without success. Also, the customer used compressed air to dry the air trap sensors, but the issue persisted. Another thermogard console was used to continue the ivtm therapy without a significant delay. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The thermogard console (s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the console displayed mid:09 (air trap assembly) error messages" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was the defective air trap sensor block due to an overflow of saline into the air trap holder. Per the reporter, the start-up kit (suk) used during ivtm treatment with this thermogard console was leaking. No physical damage was observed on the thermogard console during visual inspection. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages on and around the customer's reported event date, confirming the reported complaint. During functional testing, the thermogard xp ivtm system displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. During the investigation, dried saline traces were observed on the air trap sensor block. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).